Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the open key on channel a was inoperative. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an inoperative "open" button of the keypad on channel a was confirmed by baxter personnel during product evaluation. The root cause was assigned to an inoperative open key. The keypad was replaced to correct this condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. If the device is received or additional information becomes available, a follow-up report will be submitted.